Manufacturer narrative:
Investigation: no product at hand. Batch history review: the device history records have been checked for all available lot numbers and found to be according to the specification, valid at the time of production. There is no indication of a material or manufacturing defect. No further complaints are registered against the same lot number. Conclusion and root cause: the failure is most probably usage related. Rationale: according to the quality standard and DHR files, a material defect or production error can be excluded. There is no information about the condition of the bone cement on the implant after explantation. We did not receive the product for a detailed investigation. No CAPA is necessary.

Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information/investigation results will be provided in a supplemental report.

Event description:
It was reported that there was postoperative loosening of the right femoral stem. The patient underwent primary surgery and implantation of an enduro total right knee system on (B)(6) 2017. Some time later, loosening of the femoral stem was noted. A revision was planned and performed on (B)(6) 2019. Multiple concomitant products as well as the enduro femoral stem were removed and replaced with new enduro devices. Further details on patient outcome and relevant medical history were not provided. Additional information is not available. Involved components listed as concomitant (item number / lot number), implanted (B)(6) 2017: bone cement nb017z - as enduro femoral component cemented f1r - lot: 52046527. Nr400z - as nut f/femur extens. Stem all sz. Neutr. - lot: 52211649. Nb012z - as enduro tibial comp. Offset cemented t2 - lot: 52079895. Nr192z - as tibia offset stem d15x52mm cemented - lot: 52270104. Nr870z - as enduro meniscal component f1 10mm - lot: 52125775. Components implanted on (B)(6) 2019: nb017z - as enduro femur comp. Cemented. Nr295z - as femur extens. Stem cemented. Nr368z - as enduro femur spacer. Nr861z - as enduro femur spacer. Nr400z - as nut for femur stem. Nr870z - as enduro meniscal component. Bone cement.